Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in tw packaging was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿the paper of the reaction package is relatively soft, and the empty needle is easy to drop out the stain during the tearing process. Terumo packaging material is stiff and well thrown into aseptic surface.¿

Manufacturer narrative:
H.6. Investigation summary: one photo and three samples were received by our quality team for evaluation. Upon visual inspection, no abnormality was observed and the needle was attached to the syringe products; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, a probable root cause could not be determined. There has been no change in the top web material and it is medical grade paper. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in tw packaging was damaged. The following information was provided by the initial reporter, translated from chinese to english: verbatim: ¿the paper of the reaction package is relatively soft, and the empty needle is easy to drop out the stain during the tearing process. Terumo packaging material is stiff and well thrown into aseptic surface¿